Event description:
It was reported that during a route device check the device was interrogated and showed a data not valid message on the programmer. It was also reported that the atrial lead had intermittent p-wave undersensing. The device remains in use and the atrial lead sensitivity was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2003; 5076 lead, implanted: (B)(6) 2003. (B)(4).